Event description:
Had multiple times when omnipod decides to switch to manual mode by itself while I'm sleeping causing glucose to drop and me passing out and having to be revived from emt's (emergency medical technician's).